Manufacturer narrative:
One opened transformer irrigation/aspiration (I/a) was received for the report of no suction. The returned sample was visually inspected and found to be nonconforming. The seal check valve was displaced for the normal seating. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation of the returned sample confirms an aspiration issue with the aspiration handpiece of the transformer I/a. The aspiration handpiece is a component that is received at the manufacturing site from an external supplier. The root cause of the aspiration issue is related to the supplier¿s manufacturing process. A non-conformance investigation was initiated to investigate the root cause of the seal issue within the aspiration handpiece. All disposable ia handpieces are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup, an ophthalmic irrigation/aspiration tip exhibited suction failure during setup. Procedure was completed using new device. There was no patient contact.